Manufacturer narrative:
(B)(4). Eval summary: the device was returned for eval. The batch review found no indication of related nonconformance during the manufacture of this product. The visual inspection identified gouges along the edge of the eva material. Functional testing confirmed the reported condition. The cause of the condition remains unk. Should additional relevant info become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag was found to be leaking. The leak was discovered during the compounding process. This report documents no pt involvement or adverse events. No additional info is available.